Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous procedure. The pt experienced symptoms of a vessel occlusion. The pt underwent surgical revascularization of the occluded femoral artery. The pt was recovering.